Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the string of the bands were tangled, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was wrapped around the handle post and was placed in the handle bracket instead of the handle slot. The suture was intact and attached to the trip wire loop. The trip wire had no obvious kinks and bends. A functional evaluation was performed; however, the handle could not be rotated, due to the trip wire wrapped around the handle post and was placed in the handle bracket instead of the handle slot. No issue was noted with the velcro strap and the handle assembly. Based on the evaluation of the returned device, it appears that the tripwire was not properly secured in the handle assembly slot during the procedure instead of securing it in the handle slot as mentioned in the dfu. Therefore, the most probable root cause for this complaint is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label; as the trip wire is meant to be secured in the slot on handle unit.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the string of the bands were tangled, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.